Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Date is when device photo was received. Photo analysis cyst, crease/folding of implant anxiety-product/procedure, inflammation/irritation, lump/nodule, dyspnea pain and seroma -late requested on (B)(6) 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: visibility/palpability : unable to observe as it is a medical event that is not related to the device. Cyst : unable to observe as it is a medical event that is not related to the device. Crease/folding of implant : no observed. Anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Inflammation/irritation : unable to observe as it is a medical event that is not related to the device. Lump/nodule : unable to observe as it is a medical event that is not related to the device. Dyspnea : unable to observe as it is a medical event that is not related to the device. Pain : unable to observe as it is a medical event that is not related to the device. Seroma- late : unable to observe as it is a medical event that is not related to the device. No additional observations.

Event description:
Patient reported a right side "pain, shoulder pain, back pain, pain in the side of the body, can't breathe deeply, swollen, stiff breast, cysts, folds, possibility of rupture, palpable irregularities" and ¿liquid lamina surrounding the prosthesis¿ ¿breast retraction on examination left breast with pain on palpation and clinical signs of contracture¿. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported a right side "cysts, folds, palpable irregularities". Healthcare professional additionally reported ¿liquid lamina surrounding the prosthesis¿. Device remains implanted. Treatment medicine for pain.